Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new rv lead of the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new rv lead of the same model was placed. No additional adverse patient effects were reported. Additional information indicates that this lead was explanted due to placement difficulty. This lead will be returned. No adverse patient effects were reported.